Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The balloon catheter was received with the balloon in a deflated state with the guide wire engaged in the wire lumen of the catheter and damage was observed on the distal bumper tip. Visual examination of the returned catheter revealed the distal bumper tip to be elongated. The proximal marker band had also migrated proximally to the proximal balloon bond site. Microscopic examination of the material surrounding the tip elongation did not reveal any inherent material deficiencies that would have contributed to the damage. Further examination of the marker band and inner shaft did not reveal any abnormalities that would have contributed to the marker band movement. The tip elongation and marker band movement can be attributed to handling during the attempt to remove the guide wire. The catheter was returned with a .0089" diameter guide wire engaged in the lumen. Visual and microscopic examination of the exposed sections of the guide wire did not reveal any damage or abnormalities that would have contributed to the noted complaint. The guide wire could not be removed from the catheter without further damaging the device. The exact cause of the catheter locking up on the guide wire could not be determined. The manufacturing records for this device have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Root cause can be attributed to handling damage.

Event description:
Reportability assessment changed based on analysis. It was reported that the balloon stuck to the rotawire during removal; however, both devices were removed as one unit as per the directions for use and no patient complications were reported. Pt status was reported as 'okay'. Product analysis found that the marker band had moved on the device.